Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred causing an elevated blood glucose (bg) level of 600 mg/dl and moderate levels of ketones. Due to the elevated bg level, the customer went to the emergency room (ER). While in the ER, the customer received treatment via an insulin drip. The customer was released from the ER the same day as they were admitted with a bg level of 240 mg/dl and in a good condition. Reportedly, the customer reverted to alternate insulin therapy for insulin therapy.